Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported on a 59 year old female with an impella cp for cardiomyopathy. It was reported that during support, the patient had suspected hemolysis with red urine is red. Labs were hemolyzed. The patient was transferred to another facility where the pump was repositioned. Urine changed to dark/amber. Patient received dialysis therapy. Patient remains on support.

Manufacturer narrative:
The investigation was completed and no product or data logs available. Mechanical interaction with blood (hemolysis): clinical details mention that while on impella support the patient's urine output was red and their labs were reported as hemolyzed. The root cause of the hemolysis was not determined due to lack of sufficient clinical details and unreturned product and data logs for further evaluation. Device history review was completed and passed all post sterile inspection checks.